Manufacturer narrative:
A service engineer (se) repaired the device and replaced the touchscreen. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a touchscreen that does not work. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator has a touchscreen that does not work. It was noted that the touchscreen required replacement. The customer was provided with a service proposal for repair. The investigation is ongoing.

Manufacturer narrative:
H10: the suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) tech could not find any issues with touchscreen operations during the diagnostic check. This touchscreen passed all diagnostics testing. It also passed the calibration test. Tech verified that the suspect touchscreen passed the functional testing per test#3 in the service manual. Tech verified that the touch screen touch points are aligned on the standard test bed (stb). The pil tech verified that all touchscreen flex cable circuit resistance verification and resistance ratio measurements were within the specifications. The pil could conclude that the touchscreen operates as designed/no fault found. H11: d4 - product UDI #.